Manufacturer narrative:
It was reported that a revision surgery was performed on the patient left hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No clinical/medical documents are available for review. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H6 - health effect - clinical codes.

Manufacturer narrative:
H3, h6: it was reported that the patient experienced pain, high metal ions and large fluid collection. Elevated chromium levels in blood serum were found (10.80 g/l). This adverse event was treated by performing a revision surgery on (B)(6) 2019, in which the femoral head was explanted and a smith+nephew tha system was placed in exchange. The devices, used in treatment, were not available for analysis. Without batch numbers a review of the manufacturing records could not be performed. Should the batch details be received at a later date this task will be reopened and completed. A review of the complaint history for the cup was performed using the part number and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints were identified for the part number and the reported/related failure mode. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. A full review could not be performed as no batch numbers were provided, should these be provided at a later date this task will be reopened. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic quality escalations was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The clinical information provided, of the elevated chromium level, and pain may be consistent with a reaction to metal debris. The revision operative report did not document the clinical signs usually present with a reaction to metal debris. The surgeon stated that ¿the loss of approximately half of her abductors appeared to be from nonhealing of direct lateral approach as opposed to erosion from metal ions¿. However, the source and the root cause of the elevated chromium cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
A2 - age at the time of event. B6 - relevant tests. B7 - other relevant history b1 - adverse event and product problem. B5 - describe event or problem. D1 - brand name. E1 initial reporter name and address ¿ reported initially by patient. H6 evaluation codes - health effect - clinical code, health effect - impact code and medical device problem code.

Event description:
It was reported that, after undergoing left hip resurfacing on (B)(6) 2009 due to severe end-stage hip osteoarthritis, the patient experienced high metal ions and large fluid collection. Elevated chromium levels in blood serum were found (10.80 g/l). This adverse event was treated by performing a revision surgery on (B)(6) 2019, in which the femoral head was explanted and a smith+nephew tha system was placed in exchange. A dual mobility insert, an oxinium femoral head and an anthology stem were implanted; the acetabular cup was retained. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed on the patient left hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part numbers 74121146, resurfacing femoral head 46mm and 74120152, acetlr cup hap 52mm throughout the lifetime of the product. Similar complaints have been identified for the parts. This will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review, instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of the elevated chromium level, and pain may be consistent with a reaction to metal debris. The revision operative report did not document the clinical signs usually present with a reaction to metal debris. The surgeon stated that ¿the loss of approximately half of her abductors appeared to be from no healing of direct lateral approach as opposed to erosion from metal ions¿. However, the source and the root cause of the elevated chromium cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient left hip on (B)(6)2019. The patient revision surgery was performed due to pain, failed left hip resurfacing due to high metal ions and large fluid collection. The patient outcome is unknown.